Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the cephalic vein. The target lesion was at least 60% stenosed and was located in the severely tortuous and non-calcified cephalic vein. A 9.0 x 20, 75cm mustang balloon catheter was selected to pre-dilate the lesion for dialysis and was advanced to the lesion without resistance. On the first inflation, the balloon ruptured circumferentially at 22 atms after being inflated for less than 10 seconds. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient' status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).